Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in pump history and unexpected battery power loss shown in power graph due to j6 connector resistance issue. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. Customer reported that they did not received low battery alert prior to replace battery alert however, at second occurrence also their were no any low battery alert received before replace battery alert. Customer stated that battery cap was not loose, cracked or damaged. Customer stated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that notification light did not immediately stop flashing. The insulin pump will be returned for analysis.